Event description:
Boston scientific received information that this left ventricular (lv) lead has had ongoing issues with out of range pacing impedance measurements. The most recent information provided noted ongoing out of range pacing impedance measurements as well as an increase in pacing thresholds. The device was reprogrammed and the patient was asked to schedule a follow up for a possible lead revision or replacement. No adverse patient effects were reported.

Event description:
Additional information during a normal follow up due to continued high pacing thresholds the device was reprogrammed once again. No further changes were made.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
At this time no revision has been scheduled.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that loss of capture was seen on the lv lead as well as a suspected lead dislodgment. The device was reprogrammed and a follow up was scheduled for a possible lead revision/replacement.

Event description:
Additional information noted that the patient was recently seen by the physician. Continued out of range pacing impedance measurements were noted the past twelve months on the daily measurements as well as a slight improvement in the pacing thresholds when it comes to this lv lead. It was noted that although there were out of range pacing impedance measurements the lv lead was still functioning. The physician elected to monitor the patient and not intervene at this time. It was noted that the lv lead will be replaced if further deterioration is noted, otherwise the lv lead will be replaced when the device is replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).